Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event : unknown. If implanted; give date: unknown/not provided. Initial reporter phone #: (B)(6). (B)(4). Device evaluation: the product was not returned. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a one month since a cataract surgery performed, using a multifocal lens, model zxt100, patient started to complaint about a poor vision. He started to have a poor post-operative vision. Surgeon decide to explant the lens from the eye with secondary surgery procedure. In order to remove the lens the incision was enlarged. No vitrectomy performed neither extra sutures applied. All the information were submitted.